Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 535 mg/dl; cause was unknown, however customer reportedly did not have use of the non-tandem continuous glucose monitor, and did not manually check bg levels. Bg was addressed via a correction bolus. The customer continued to use the pump for insulin therapy.